Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered infusion sets tubing came apart event. The infusion set was in use for 1 day. The site of insertion was right side of abdomen. No further information available.